Event description:
It was reported that a patient had a drug-eluting stent implanted several years ago. After a length of time (exact dates unknown), the stent is reported to have collapsed and restenosis is reported to have occurred. The patient had another stent implanted inside this stent. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that a medtronic stent was implanted at index procedure but update received reports that it was a non-medtronic stent that was implanted.

Manufacturer narrative:
(B)(4). Results: restenosis. Device or procedural images not provided for review. Conclusions: restenosis. Device or procedural images not provided for review.